Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot/batch. Batch # unk. Additional information received: the sales rep. Was told the device had to be cut off the tissue it was clamped on. They also said the manual reverse button was very difficult to move, although they thought it did move.

Event description:
It was reported that during an unknown procedure, the device locked on tissue. Had to use the manual reverse lever to retract knife blade. Manual reverse lever very hard to move. Case completed with another device of the same product code. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). Additional information requested and received: medwatch from customer said the device had to be cut off the tissue it was clamped on. Medwatch from customer also said the manual reverse button was very difficult to move, although they thought it did move. Please confirm the event. Yes, that is what I was told as well. How was the device removed from the tissue? Cut off.